Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-l5. The screws were inserted via cortical bone trajectory. It was reported that during final tightening at l4 the pedicle fractured. The procedure was completed with one-sided construction. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.